Event description:
A cartridge alarm was reported during pumping, identified as cartridge alarm 20. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. No prior history of cartridge alarms was reported with this pump serial number, despite consecutive cartridge alarms. Tandem technical support confirmed the issue and decided to replace the pump. The customer declined assistance with loading a new cartridge and expressed no interest in obtaining an out-of-warranty loaner pump. No additional information was received regarding the backup therapy or further actions.